Event description:
Complaint alleges: the appliers are picking up the clips from the cartridges with no issues, but when the surgeon attempts to use the applier the clips are 'sticking' in the jaws. The procedure was an image guided wide local excision of the breast and lymph node biopsy. The pt condition is fine with no medical consequence, as a result of the incident. The procedure completed using a different applier. No pt injury reported.

Manufacturer narrative:
Qn# (B)(4). The device sample was not received by the MFR at the time of this report.